Event description:
Pump fell off of pole and a/c cord got stuck in elevator door, the elevator travelled approx. 3 floors damaging the cord. The pole clamp remained attached to the pole. The pump was not in use or connected to a patient at the time.